Event description:
It was reported that the user overfilled several infusion cartridges during a supply change, causing the plunger to dislodge and the cartridges to be discarded. Replacement infusion set and cartridge supplies were shipped. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem associated with the cannula or cartridge and identified a usage problem due to failure to follow instructions, specifically an improper filling procedure. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect user procedure.